Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, before inserting the needle, it was tested with water. The water would not pass through the needle. A new needle was pulled and used. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.